Manufacturer narrative:
Investigation: one (1) photo was provided by the customer for investigation. The shows a needle hub which has the needle broken off from the needle. Based on the investigation conclusion, the condition reported by the customer could be confirmed; however, this symptom could not be correlated with a potential cause linked to the bd process. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that bd¿ syringe w/ bd luer-lok¿ tip w/ needle broke off around the hub. The following information was provided by the initial reporter: material no: 305122 batch no: 8290503. It was reported that while injecting a dog, the dog started bouncing around and the needle broke off around the hub. Vet called to report that while injecting a dog the dog started bouncing around and the needle broke off around the hub. They cannot find the shaft of the needle and fear it might still be in the patient. Actual sample was discarded but a photo could be provided. If it results in surgery or extra costs they would like bd to cover the costs. Incident occurred. On (B)(6) 2019 at the client's home.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ syringe w/ bd luer-lok¿ tip w/ needle broke off around the hub. The following information was provided by the initial reporter: material no: (B)(4), batch no: 8290503 it was reported that while injecting a dog, the dog started bouncing around and the needle broke off around the hub. Vet called to report that while injecting a dog the dog started bouncing around and the needle broke off around the hub. They cannot find the shaft of the needle and fear it might still be in the patient. Actual sample was discarded but a photo could be provided. If it results in surgery or extra costs they would like bd to cover the costs. Incident occurred on (B)(6) 2019 at the client's home.